Manufacturer narrative:
Corrected: d4: lot number, expiration date and unique identifier (UDI) #. H4: device manufacture date. Updated: b5: describe event or problem. H6: patient codes.

Event description:
It was reported that the patient died. On (B)(6) 2023, the patient underwent treatment of a moderately calcified external iliac artery. A guidewire was positioned and an 8x40x75 innova self-expanding stent was implanted. The stent was post dilated via balloon angioplasty. The patient was sent to a recovery room. While in recovery, the patient experienced a decrease in blood pressure and returned to the operating room. The innova stent was found to be fractured, which caused an aneurysm that had ruptured. An additional stent was placed, and angioplasty was performed for 5 minutes to treat the aneurysm. The patient was sent to the recovery room and later moved to the intensive care unit. On (B)(6) 2023, the patient had a cardiac arrest and died. It was further reported the patient underwent a left external endarterectomy and right external iliac artery stenting. The right external iliac artery stenting was complicated by stent fracture. There was a small pseudoaneurysm that was repaired intra operatively. The patient bled from the site in the post anesthetic care unit and was immediately brought back to the operating room for placement of a covered stent. The patient was then admitted to the intensive care unit (ICU), where they experienced profound hemorrhagic shock followed by distributive shock. The patient developed multi-organ failure and persistent elevated lactate despite aggressive blood product resuscitation and supportive care, resulting in cardiac arrest and death.

Event description:
It was reported that the patient died. On (B)(6) 2023, the patient underwent treatment of a moderately calcified external iliac artery. A guidewire was positioned and an 8x40x75 innova self-expanding stent was implanted. The stent was post dilated via balloon angioplasty. The patient was sent to a recovery room. While in recovery, the patient experienced a decrease in blood pressure and returned to the operating room. The innova stent was found to be fractured, which caused an aneurysm that had ruptured. An additional stent was placed, and angioplasty was performed for 5 minutes to treat the aneurysm. The patient was sent to the recovery room and later moved to the intensive care unit. On (B)(6) 2023, the patient had a cardiac arrest and died.